Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during pt use. The customer replaced the analog interface (ai) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.